Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: a review of the black box indicated multiple ¿replace battery¿ alarms and ¿low battery¿ warnings. The pump powered on normally and did not draw excessive current. The pump was exercised for 24 hours with no power issues occurring. The complaint of short battery life could not be duplicated on investigation. Unrelated to the complaint, investigation revealed the following: the display screen was dim and discolored; the battery compartment was cracked and there was corrosion inside the battery compartment; leak testing verified a battery compartment leak; there was moisture damage observed on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).